Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient with hydrocephalus due to cerebral sinus thrombosis experienced an acute worsening of their general condition. According to the report, the patient experienced vomiting, sunset eyes syndrome, and increased intracranial pressure (40 mm h20). It was stated the patient had not fallen on the valve nor was there any other incident. In addition, there was no MRI nor any other manipulation with the valve. The pressure setting was changed one time and it was noted that the valve was soaked in an antibiotic solution prior to implant. Reportedly, the patient underwent a revision to replace the valve. Following the revision, the patient¿s condition was ¿generally good¿ and their ventricles became smaller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.